Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient had a urethral erosion due to the size of the artificial urinary sphincter (aus) cuff. A surgery was performed in which the two cuffs and pump were explanted, and the pressure regulating balloon (prb) was deactivated and left inside the patient. No further patient complications were reported.